Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 194 mg/dl. The mother stated that they changed out the batteries, and the screen is still blank. The mother stated that they received a lot of weak battery and failed battery tests throughout the entire call. The customer was advised to insert new aaa alkaline batteries. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer will be sent a replacement cap. The customer was advised to call back to troubleshoot.